Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the packing for the pacing lead had an incorrect model number on one side of the carton. The lead was not used and was replaced. No patient complications have been reported as a result of this event.